Manufacturer narrative:
H6: damaged firing mechanism. Visual inspections & results: lockout position, fired; cartridge condition, 1/2 fired; cartridge return batch number, j00994; and instrument number, 286. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, and condition of yoke, good; condition of short rack, broken; and was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the third reloading, the device did not work. There was no pt consequence.